Manufacturer narrative:
The subject device was not returned for evaluation. Follow ups are in progress to gather additional information. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported , "as part of the validation of an etd4 (reprocessing machine), the endoscope gif-hq190, sn: (B)(4) was also sampled." The result was an excessive bacterial load of >150kbe/sample (150 cfu/sample) detection of enterococcus faecium. According to the report, the customer will have the endoscope sampled a second time. If the test is positive again, the endoscope will be returned. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Additionally, cds checklist and results of hygiene culture test results (second sampling/test ) were provided below: communication with the customer informed that the device is not returning for evaluation as no germs have been found on the second hygiene microbial investigations ( hmi). Results of the culture test were provided and showed all device channels were tested and no germs were found. Customer in addition, provided the facility's cds checklist. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: model name: not provided. Detergent name: sekusept aktiv. Disinfectant name: endodis/det/act. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: sekusept aktiv. Manual cleaning: detergent used: sekusept aktiv. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush used for manual cleaning : micro-techref cb18-t5050/23-b double end brush scope not sterilized. Scope storage: drying cabinet/ olympus, vertically hanged. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructs to brush suction cylinder as follows: "reprocessing the endoscope (and related reprocessing accessories)" / "manually cleaning the endoscope and accessories" / "brush the channels "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor field performance for this device.